Event description:
Healthcare professional reported a right side "rupture" and "exchange from textured to smooth due to concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold and opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify opening sharp in the radius. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on radius side assessed as to unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" and "exchange from textured to smooth due to concern with the product".